Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that (B)(6) 2006, patient was pre-operatively diagnosed with history of previous thoracolumbar compression fracture, assess fusion and remove fracture and underwent the following procedure: re-exploration of thoracolumbar fusion t10 to l2. Removal of luque rectangle t10 to l2. Removal of sublaminar wires with re-exploration laminectomy t10. Removal of sublaminar wires bilaterally with re-exploration laminectomy t11. Removal of sublaminar wires with re-exploration laminectomy t12. Removal of sublaminar wires with re-xploration laminectomy l1. Removal of sublaminar wires with re-exploration laminectomy l2. Posterolateral fusion with autologous bone t10 to t11. Posterolateral fusion with autologous bone t11 to t12. Posterolateral fusion with autologous bone t12 to l1. Posterolateral fusion with autologous bone l1, l2. Harvesting of nonstructural autologous autograft. As per the op notes, ¿therefore the autologous bone which had been harvested and denuded of its soft tissues was morcellised and added to a small amount of rhbmp-2/acs. We then decorticated the transverse processes and facet joints present and placed the bone and material in this area¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.